Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging an unknown error with her onetouch ultra2 meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began around (B)(6) 2016, in the morning. The patient stated that the error message related to "error, try with another strip". The patient manages her diabetes with self-adjusting insulin. The patient stated that she took her usual dose of 12 units of lantus insulin (including sliding scale) on (B)(6) 2016 at 7:00am. The patient denied that she developed symptoms. The patient stated that she received hcp treatment of insulin on (B)(6) 2016 at 7:00am. The patient stated that her blood glucose was tested using an ER/hospital device on (B)(6) 2016 at 7:00am and the result obtained was "220 mg/dl". At the time of troubleshooting, the csr noted that the alleged product issue was not resolved with a walk-through retest. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have received hcp treatment of insulin for a high blood glucose excursion after the alleged product issue began. This treatment does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up # 1 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.